Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic on (B)(6) 2015. The left ventricular lead exhibited high impedance. The device was reprogrammed. On (B)(6) 2015, a remote transmission revealed the lead exhibited noise resulting in pacing inhibition. No intervention was reported and the patient would be monitored.